Event description:
Report rec'd of air embolism while product was in use. A medwatch form rec'd from customer states: "pt had a lt radial arterial line started prior to surgery (planned fem-pop bypass). Pt, who had been alert, suddenly became unresponsive (approximately 1 min after a-line was taped down). Brain CT revealed scattered air emboli. Pt transported by helicopter for hyperbaric treatments. F/u brain CT revealed air emboli resolved. Pt has residual neuro changes. Anesthesiologist states he primed the line, inserted line and got a back flash of blood. The IV was pressurized to 300mmhg. The stopcock was turned off to the pt, and air was noted in the system above stopcock. There was no apparent air below the stopcock. A new system was primed and exchanged at the arterial site. It is unclear how air entered the pt. There was no apparent air between the stopcock and the pt. Pt also had an existing IV line." Report source was contacted for further info. The anesthesiologist reportedly set up and primed the transducer system for an arterial line. He reports that he eliminated the air from the flush bag: he did not completely fill the drip chamber with fluid. The pressurized flush bag was reportedly noted to be resting on the pt's bed and not hanging on a pole. The anesthesiologist reports that he rec'd a blood return in the tubing up to the stopcock and he then turned the stopcock off to the pt. At that time, he reports being able to aspirate an unspecified amount of air from the system above the stopcock, which remained off to the pt. He called for assistance and a tech provided a new primed set that was connected to the arterial line. The new set functioned fine. It was after the second transducer set was connected that the pt experienced the reported scenario. The pt reportedly continues with altered neuro status described as irregular pupils and the need for total care. (Pt had been independent and was alert and oriented prior to the event.) Pt also requires dialysis and the fem-pop surgery was cancelled. As a result, the initial symptom of a cyanotic toe has progressed to a cyanotic foot.